Event description:
From staff: a ligasure was requested at the beginning of the case. Post-operative core sent up a maryland with j-hook and we attached it to the machine. Upon attaching it an error message came up stating the device was not compatible. Another ligasure machine was obtained with the same message. Another ligasure device was obtained with the same message. At no time did this device touch the patient in any way. A regular maryland ligasure was obtained, and the case proceeded.